Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, h6.

Event description:
Healthcare professional reported a "right side deflation" and exchange due to concerns with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on radius side assessed as unidentified (tear) opening, broken observed on anterior side assessed as unidentified (tear) opening, missing shell assessed as inconclusive. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: calcification observed on the surface of the shell. Broken observed on plug strap assessed as surgical damage and missing piece of plug strap assessed as inconclusive. Creases were observed. No further actions are required as the device was implanted."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.